Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by hospital to not be available without patient authorization. Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. It may be related to the valve when there is a ¿jet¿ of blood flow created like a paravalvular leak. Based on the information received the root cause of the event cannot be determined; however, patient factors may have contributed to the event. The information received does not infer malfunction of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from a patient indicating that their 34mm mitral annuloplasty ring was explanted after an implant duration of twenty-four (24) days due to hemolytic anemia secondary to moderate mitral insufficiency. Patient reported that they developed hemolytic anemia and that their physician stated that the ring repair looked adequate and there was no allegation of device malfunction. Patient asked if hemolytic anemia was common and if it were common to have a ring explanted soon after implant. Patient asked if it were common to have a ring explanted. Edwards clinician answered all patient's questions. Patient reported that the physician did not know what was causing the anemia. The patient reported that they were doing much better now. Through followup with the healthcare provider it was learned that the emergency room workup found that the patient was anemic. "The peripheral blood smear and laboratory workup was suggestive of mechanical hemolysis likely secondary to shear from the mitral valve." The surgeon noted the 34mm 4600 mitral ring was adhesed to the annulus and there was no evidence of any new leaflet pathology or definitive repair failure mechanism. The 34mm ring was explanted and a 29mm bioprosthetic mitral valve was then implanted. The patient was taken to the intensive care unit (ICU) in stable condition.